Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys free psa immunoassay result for one patient sample. The initial result was 0.823 ng/ml. The repeat result on (B)(6) 2018 was 1.430 ng/ml on another analyzer. Information regarding if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number was 243139. The expiration date was requested but was not provided. The provided calibration and qc was acceptable.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Based on the provided data, a general product problem was not suspected.